Event description:
It was reported that the physician, who is trained in use of the device, attempted arteriotomy closure with the starclose vascular closure system device after an intervention procedure. Bleeding occurred after clip shooting. The device was hard stuck and closure was achieved with surgery.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).